Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low and high blood glucose levels. The customer's blood glucose level 400 mg/dl. The customer treated with food and glucose tablets. The customer found that the date was incorrect, but after one attempt to fix it, she declined to continue troubleshooting. The customer stated she would call back to continue troubleshooting. Nothing was replaced or returned.